Manufacturer narrative:
On 04/21/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. 05/02/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system unexpectedly became unresponsive. A message was displayed initializing systems, please wait. An imaging system re-boot restored normal function. The surgeon opted to continue and completed the procedure with the used of the navigation system and the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.